Event description:
It was reported that during implant procedure, the novel left ventricular could not be separated from the guidewire. Due to the force applied, the terminal pin broke and was separated from the lead. An alternate lead was implanted on 2 mar 2023. The patient was discharged without any issues.

Manufacturer narrative:
The reported events of difficulty removing the stylet and lead damage were confirmed. As received, a complete lead with stuck stylet was returned in one piece. Final analysis found the stuck stylet coating was stripped and was found bunched up with the inner coil distal to the connector pin. The connector pin with the cap and crimp sleeve were found pulled out of the molded connector consistent with damage due to excessive forces applied while attempting to remove the stylet from the lead during the procedure. The cause of the reported events was isolated to the bunching of the stylet coating inside the inner coil at the connector region that prevented the removal of the stylet and excessive forces resulted in the connector pin with the cap and crimp sleeve to be pulled out through the molded connector. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event.